Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual and tactile examination identified that the shaft was noted to be damaged, approximately 120mm distal from the distal end of the strain relief. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the shaft, where the damage was noted. The investigator was unable to inflate the balloon due to the damaged shaft. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. This concludes the product analysis.